Event description:
Pricks led to bleeding; curo l7 (o2 lifecare) is the product. We ordered this FDA approved product to measure the lipid profile at home. We followed the procedure to take finger prick and put the blood on test strips. Even after pricking 7 fingers, one finger each time collecting a lot of blood for the test the device showed us the error 'e1' which according to the product booklet means the test strips are defective and need to be changed. However the expiry date of the strips 12/14/2021. The pricks on all the fingers were swollen because of the lancet given with the device. We tried calling the company but all the calls went on voicemail. They do not have a safety or product complaint reporting number who can attend to the our adverse event and product complaint and thus we could not contact the company. It advertises as FDA approved device but we are not sure if it a FDA approved as they don't even have a safety reporting contact number. FDA safety report ID# (B)(4).